Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) was split. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. Physician was using it. An unknown 5f sheath was used. The procedure was an upper extremity angiogram with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2429202 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "atraumatic tip frayed/split/torn" could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. Anatomical factors, such as vessel anatomy, may also be a contributing factor. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was split. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. Physician was using it. An unknown 5f sheath was used. The procedure was an upper extremity angiogram with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.